Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. As part of our investigation, the reprocessing practice of the user facility was checked and two deviations from the instruction for use of the subject device were confirmed as follows. The biopsy valve, air/water valve, and the suction valve had not been brushed. The subject device had not been hung vertically while in storage. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for pseudomonas aeruginosa (over 100 cfu / ml). The subject device had been reprocessed with an olympus automated endoscope reprocessor model etd3 or etd4 (not available in the USA), using peracetic acid (endoact or endodis). There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".